Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/inside were being poked by the device') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergoes essure confirmation test". In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problems/bladder or urinary poblems or changes"), urinary tract disorder ("urinary problems/bladder or urinary poblems or changes"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pain ("pain within my body all day and night"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain lower ("lower abdomen pain"), abdominal pain upper ("stomach pain") and pelvic pain ("pelvic area pain"). The patient was treated with surgery (hysteroscopy essure removal.). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fatigue, cystitis, urinary tract infection, vaginal infection and pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage, abdominal pain lower, abdominal pain upper and pelvic pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2011. Patient tolerated the procedure well. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Events per pfs: vaginal bleeding, infection (bladder/ urinary tract/vaginal), lower abdominal pain, stomach pain, pelvic pain. Outcome of vaginal bleeding, lower abdominal pain, stomach pain, pelvic pain were added. Essure insertion date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergoes essure confirmation test". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation and fatigue outcome was unknown and the dysmenorrhoea, female sexual dysfunction, dyspareunia, menorrhagia, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2011. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case become valid injury nos replaced with new event added perforation uterus, dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse) (cramping), menorrhagia, general abnormal bleeding, bladder problems ,urinary problems, fatigue, device monitoring procedure not performed. Event outcome added dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse) (cramping), menorrhagia, general abnormal bleeding, bladder problems ,urinary problems. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.